Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual testing. No external damages were observed. The device was found to visually alarm during alarm conditions. The side panel speaker did not make any sound and the front panel speaker had a very low sound when the alarms were triggered. The customer¿s complaint was duplicated. Further investigation found the speaker drivers u15 and u42 on the system circuit board had failed, preventing the device from producing audible sound when the alarm limits were triggered. The side panel speaker had a short circuit causing the speaker to fail. However, the device was able to obtain measurements with all the enabled parameters. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the rad-8 device is not working properly, had no sound when alarming. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-8 device is not working properly, had no sound when alarming. No patient impact or consequences were reported.